Event description:
During code, epinephrine was running through one channel and bicarb was running through another channel for 10 minutes. Brain read "channel blocked" at which point the pump was unable to restart. Drips were moved to another pump and infusion was resumed. No pt injury.